Manufacturer narrative:
(B)(4). The preliminary evaluation of the returned device sample indicates a separation of the stylet tip.

Event description:
The customer initially reports that wire is malfunctioning.

Manufacturer narrative:
(B)(4). The customer returned one vps delta stylet for evaluation. Visual inspection was performed with and without magnification and it was determined that the transducer was missing from the stylet. The distal end of the returned stylet was oblong and frayed, giving the appearance that excessive force had been applied to the stylet. A device history record review was performed and no relevant findings were identified. The customer reported issue of trouble getting signals with the stylet was confirmed during the sample investigation. Visual inspection was performed on the returned stylet and it was determined that the transducer was missing from the distal end. The distal end of the returned stylet was oblong and frayed, giving the appearance that excessive force had been applied to the stylet. Based on the condition of the returned sample it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer initially reports that wire is malfunctioning.